Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer application experienced a noticeable delay between coming on and off pacing. The user was frustrated because they believed the mobile programmer application was not coming off and on quickly enough. The mobile programmer application remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.